Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: air-in-line alarms, no appreciable air in sensor, champaign air bubbles visible between pump and patient. Detailed inquiry description: "second event on same patient. Ongoing air-in-line despite changing IV pump, tubing and bag. Continues with air-in-line alarms, no appreciable air in sensor, champaign air bubbles visible between pump and patient. Tubing in use primary without a y site (ref (B)(4), no lot number available). Changing existing tubing to new pump. B. Braun citrate infusion with continuous air-in-line alarms, no appreciable air in sensor, champaign air bubbles visible between pump and patient." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.